Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to constant irritation at the device site. The patient also reported that wires were visible under the skin when pressing down at the top left corner. There were no additional adverse patient effects reported. This rv lead remains in service.